Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient was experiencing migraines. (B)(6) 2010: the patient underwent a posterior spinal fusion from c1-3 where rhbmp-2/acs was implanted. Postoperatively, the patient continued having headaches, and additionally had new pain in her low back and popping in her neck. The patient had 5-6 injections in her mid back. (B)(6) 2010: the patient underwent a lamino-foraminotomy at c5-7 where rhbmp-2/acs was implanted. Postoperatively, the patient still had neck and back pain and migraines. (B)(6) 2011: the patient underwent a spinal and interbody fusions where an interbody cage was inserted at l4-5 where a competitor's product was used. (B)(6) 2011: the patient's doctor stated he needed to clean up bone spurs in her neck and lower back. The patient continued to have neck and back pain, and migraines. (B)(6) 2012: the patient underwent lumbar hemilaminectomies, foraminotomies, and recess decompression at l4-5 and l5-s1 where rhbmp -2/acs was implanted. Postoperatively the patient continued to have neck and back pain, and migraines. (B)(6) 2012: the patient underwent a hemilaminectomy and foraminotomy at c3-4 where rhbmp-2/acs was implanted. Postoperatively the patient continued to have neck and back pain, and migraines. (B)(6) 2013: the patient underwent an anterior discectomy at c6-7, a cervical fusion, and placement of an interbody cage at c6-7 where rhbmp-2/acs was implanted. The patient continues to experience migraines, neck and back pain. The pain has become progressively worse since her first surgery. The patient's postoperative period was marked by pain. Imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve impingement at the site of implant. The patient continues to suffer from bone overgrowth causing nerve impingement, and chronic pain.